Event description:
It was reported that a patient underwent a gynecological procedure for repair of a prolapse on (B)(6) 2012 and mesh was implanted. During a follow-up exam on (B)(6) 2012, the patient was found to have a small mesh erosion into the vagina. The patient was advised to use a vagifem pessary. The patient was scheduled for examination and trimming. Additional information has been requested.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent examination under anaesthetic. The surgeon identified a prolene suture which was poking through the vaginal skin which would have been causing the discomfort felt by her partner. The mesh had not eroded through at all and the vaginal walls were all supported. The prolene suture was excised and she did not need any further stitches. The patient was discharged her home and will not need routine follow up unless there are any further problems. This is one of two medwatches being submitted. See also medwatch 2210968-2013-05252. The same patient is represented in each medwatch.